Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). Conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During the index procedure the patient had one endeavor drug-eluting stent implanted in the lad. Approximately 57 months postthe index procedure the patient suffered a stroke. Investigator has assessed that the event was not related to the study device.